Event description:
It was reported that there was no telemetry and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) the device was returned to the lab with no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.